Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® pbbcs with 12 in. Tubing and pre-attached holder leaked from where the tubing and butterfly connect. There was no injury or medical intervention reported.